Manufacturer narrative:
The device was returned to olympus for inspection, and the reported issue was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image due to corrosion. A root cause could not be identified. Based on the results of the investigation, the most probable cause is: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced a b30 scope communication error. This issue occurred during inspection for use. There were no reports of patient involvement.